Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 . Customer's blood glucose was 219 mg/dl. The customer stated that the device was not dropped. The customer stated that the drive support cap is flush. Customer did not press the cap. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the occlusion, prime, or excessive no delivery tests due to the alarm. The pump also had minor scratched on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.